Manufacturer narrative:
Based on the additional information received, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of ventrio st, patient was diagnosed with hernia recurrence, mesh migration, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. This emdr represents the ventrio st (device #2). An additional supplemental emdr was submitted to represent the ventralex st (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per plaintiff profile form (B)(4) : attorney alleges that the patient had adhesions, bowel/intestinal removal, infection, pain, hernia recurrence, bowel adherent to mesh, mesh separation and emotional injuries. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿hernia was identified. A ventralex mesh was placed under the fascia and sutured.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventrio st (device #2) and removal of ventralex st (device #1). Per operative notes, ¿hernia sac and old mesh were encountered. A ventralex st mesh (device #1) and large hernia sac were completely removed. A ventrio st (device #2) was placed and tacked to the anterior abdominal wall.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incarcerated ventral incisional hernia and pain thereby underwent open repair with the implant of ventrio st (device #3) and explant of ventrio st (device #2). Per operative notes, ¿after removal of hernia sac, the mesh was encountered which was pulled away from the left lateral fascial planes and then it was free-floating within the hernia itself. Adhesions were taken down in the right lateral part of the mesh and the ventrio st mesh (device #2) was explanted. Then, a piece of ventrio st (device #3) was placed and tacked to the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, bowel/intestinal removal, infection, hernia recurrence, bowel adherent to mesh, mesh separation, pain and emotional injuries.